Event description:
The information received from the healthcare provider reports that lead 3 was non functioning and no lead was replaced just battery.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v794131, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reports that she had a "dead lead wire" since (B)(6) 2015 and doctor discovered dead lead wire in her ins replacement surgery. Additional information received reports that the patient called back and wanted to ask a question about her recent ins replacement surgery. Her mom told her there needed to be 2 or more wires not working before they would put in a new implant. The patient wanted to find out if that was true. The indications for use for this patient was gastrointestinal/pelvic floor. Omitted information pertains to pe (B)(4)-infection/uti and (B)(4).